Manufacturer narrative:
Correction: supplemental MDR to correct the previously reported model and serial number 1699tc/46, (B)(4). The correct model and serial information is 1999/46, (B)(4). The information - additional device information has been updated appropriately. Date of implant and device manufacture date have also been updated to reflect the appropriate lead's information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited no capture. The device was reprogrammed. The physician determined possible lead dislodgement after fluoroscopy was performed. It was noted that the patient experienced lightheadedness. Upon review, the right ventricular lead exhibited high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2018. During the same procedure, the right atrial lead was explanted and replaced. The patient was stable throughout.